Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (intermittent trunk cable) has been confirmed. Upon eval, the trunk cable was found to have a kink in it, causing it to be intermittent. The root cause for kinked cable cannot be positively identified, but was likely the result of physical damage. No adverse event resulted from the defective cable. The pt received a replacement electrode belt.

Event description:
During servicing of electrode belt sn (B)(4) for an unrelated complaint, a reportable problem was discovered. The trunk cable had an intermittent connection and produced can comm faults.